Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The part number and lot number of the explanted prothesis were not provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had tmj prothesis implanted (B) (6) 2007, and explanted on (B) (6) 2008. Per the doctor, there was not correct relationship between the fossa and the ramus due to an altered and deformed mandible with several previous procedures. There was no infection or not loose screws. The explants were discarded. The patient had a custom tmj prothesis implanted.